Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 459mg/dl and diabetic ketoacidosis. The customer indicated that they have a frozen display and their doctor suggested that they get a replacement pump. Troubleshooting was declined by customer for the frozen display and customer will call back to further troubleshoot their high blood glucose. Customer indicated that they do not have time to talk. No further details given.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No frozen screen noted during testing. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.